Manufacturer narrative:
Per the user guide: only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be safe for use in the t:slim pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer was not able to complete the pump loading process. Insulin was not observed exiting the infusion set tubing. The cartridge and infusion set were changed multiple times. The customer stopped using the pump for insulin therapy and reportedly obtained a back-up insulin therapy. After obtaining pump supplies, tandem technical support assisted the customer with completing the load process and resume insulin delivery. The customer could not confirm cause of the past loading issues; however, attributed it to using apidra insulin in the cartridge. Blood glucose was in the 400 mg/dl range.